Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: what is the patient's current status? - no issues related to the suturing device did the patient experience any adverse patient consequences? - the patient was under anesthesia for over an hour longer while the surgeon and staff looked for the missing needle. Was the needle found? - no lot number of the cartridge? - not sure on the lot number as the hospital discarded the cartridge. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic gastric bypass on (B)(6) 2017 and a suturing device was used. When the doctor was over-sewing the outer layer of the gastrojejunostomy anastomosis with a suture cartridge reload, the suture was under a lot of tension as he didn't have much suture left. The doctor fired the device like normal and with the tension that was on the device, it caused the needle to become off the firing sequence track and dislodged from the device. The doctor then took the loose needle and completed one more suturing throw and tied the suture successfully. When the doctor went to pull the needle out of the belly it got caught on the edge of the trocar and either went flying inside the patients belly or in the surgical room. An x-ray was ordered and they were not able to find the needle inside of the patient or in the operating room. Additional information was requested.